Event description:
It was reported that a malfunction occurred on the pump. There was no reported impact to the customer¿s blood glucose level. Technical support provided pump reset information and assisted the customer with resetting the pump, and the customer was instructed to call back if the malfunction recurred. No further malfunctions occurred after the reset, and the customer was able to continue using the pump.